Manufacturer narrative:
Examination of the submitted femoral component did not find any evidence confirming the reported loosening. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address loose femoral component. Polyethylene wear and osteolysis noted.